Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion service technician was unable to duplicate reported malfunction. Model lap top ventilator 1150 was thoroughly inspected and no abnormalities with ventilator were detected. The unit was tested and met company specifications. The ventilator passed all testing

Event description:
The customer reported model lap top ventilator 1150 is not functioning properly with transducer alarms. It is unknown if ventilator was on a patient at time of malfunction.